Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that lens was scratched. A replacement lens was used during implantation. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on the iol. Both haptics have fibers and particulate. The optic is scratched/marked-rejectable with loose fibers & particulate. Received photos shows an iol held by a hand. Solution is dried on the iol. Damage could not be confirmed. We are unable to determine the root cause for the reported complaint "lens was scratched". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).